Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver was overheating. No additional event or patient information is available. No product was returned for evaluation. The complaint confirmation of receiver overheating could not be determined. A root cause could not be determined.